Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device caused or contributed to the reported event or not, we are filing this report for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature titled ¿interface fixation using absorbable screws versus plate fixation in anterior cervical corpectomy and fusion for two-level cervical spondylotic myelopathy¿ to compare the clinical and radiographic outcomes between interface fixation using absorbable screws and plate fixation in anterior cervical corpectomy and fusion (accf) to evaluate the effectiveness of these 2 fixations methods for the treatment of 2-level cervical spondylotic myelopathy (csm). The series of 108 patients (56 males and 52 females, mean age 56.1±9.5 years) underwent interface fixation using absorbable screws (group a), and 112 patients (62 males and 50 females, mean age 55.4±10.2 years) received plate fixation (group b). Then, a postoperative x-ray was taken to check the position of the bone graft and conditions of the fixation. Follow-up was conducted in our outpatient department at 3 months, 6 months, 12 months, 18 months, and 24 months after the operation, and every year thereafter. In the perioperative period, there were no com plications such as dura rupture, cerebral fluid leakage, bone graft migration, hematoma, or other hardware related complications in either group. 1 patient in group b had superficial infection.